Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a tumorectomy. The rep indicated that during navigation the screen froze. The issue caused a less than one hour delay in procedure and there was no change in patient outcome, but navigation was aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue has not been replicated since the initial occurrence.